Event description:
The customer contacted hotline to report they were questioning psa results from several patients. Repeat testing of the patient samples produced discordant psa results for 4 patients. The customer obtained an erroneously elevated psa patient result above the normal reference range of the assay for two patients. Repeat testing of the patient sample produced lower results within the normal reference range of the assay for both patients that were not questioned by the customer. The customer also obtained erroneously low patient results within the normal reference range of the assay for two more patients. Repeat testing of the patient samples produced higher results above the normal reference range of the assay for both patients that were not questioned. On site service was dispatched for this event and the field service engineer (fse) performed several repairs during the service visit. The fse replaced the incubator belt and the main pipettor during the on site service visit and the fse verified hardware after repairs were complete. In conclusion, the cause for this event is unknown and could not be determined based on the supplied information. The customer reported to hotline that erroneous testosterone and hybritech prostate specific antigen (hyb-psa) results were generated on an access 2 immunoassay system for multiple patients across multiple days. The customer obtained 5 erroneous patient results in connection to this event, four psa results and 1 test result. The samples were not reported out of the laboratory; hence patient results were not impacted by this event. This report represents the discordant psa results for the 4 patients. Repeat testing of the patient samples produced discordant psa results for 4 patients. The customer obtained an erroneously elevated psa patient result above the normal reference range of the assay for two patients. Repeat testing of the patient sample produced lower results within the normal reference range of the assay for both patients that were not questioned by the customer. The customer also obtained erroneously low patient results within the normal reference range of the assay for two more patients. Repeat testing of the patient samples produced higher results above the normal reference range of the assay for both patients that were not questioned. Patient samples were collected in serum sample tubes and the customer did not observe any sample related issues pertaining to this event. Per customer, qc was performing within established limits at the time of the event. System check data has not been supplied to date. On (B)(4) 2012, field service engineer (fse) was dispatched to evaluate instrument hardware. The fse noticed a grinding noise when the incubator belt turns. Fse replaced the incubator belt and rv clips. The fse also replaced the pipettor tip to address ultrasonic errors that were captured in the instrument event log. The fse checked the transducer voltage and performed passing system checks within instrument specifications to verify instrument hardware after repairs were completed.

Manufacturer narrative:
A definitive root cause for this event has not been determined to date based on the supplied information. This event is associated with; MDR 2122870-2012-00303.